Event description:
It was reported that the patient expired due to unknown reasons. Implant duration and date of patient's death is unknown. No further details were provided. Patient also had a 3000tfx implanted in the aortic position on the same day. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.